Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during anterior cruciate ligament and meniscal suture reconstruction, the specialist triggers the trigger only once but no clicks are perceived. It is reviewed and confirmed that the truespan orthocord implant was not deployed. It is decided to try in another position, so the device is repositioned and activated once again, without auditory confirmation of the implantation. After this, the specialist decides to completely remove the implant for verification. When removed, it is evident that one of the implants reached through the meniscus and the second implant was floating intra-articular, so it is cut and use a second new implant. There were no adverse patient consequences reported. All available information has been disclosed.